Manufacturer narrative:
Date of submission (B)(6)-2018 device evaluation: the pump has been returned and evaluated by product analysis on (B)(6)-2018 with the following findings: a review of the pump black box showed no pump reboots occurred. A visual inspection of the pump revealed the battery compartment was cracked. There was no evidence of moisture contamination inside battery compartment. The returned battery cap had stripped threads and was unable to maintain electrical connection, duplicating the power issue. A test battery cap was able to fit securely to maintain an electrical connection. The pump powered on with the test cap and was exercised for 24 hours with no power interruptions occurring. The pump¿s cover was removed and no evidence of moisture or loose components were observed to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment was cracked/damaged, the yellow o-ring on the battery cap was visible, the battery cap was unable to properly secure to the pump, and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.